Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had exposed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument was observed before the surgical case began, not intraoperatively. Inspection revealed that the wire was exposed due to damaged insulation and the cable was not intact, but it was not broken in half. It is unknown if there was any loss of cautery function or signs of thermal damage at the site of insulation damage. No arcing was observed, and the procedure was completed using a backup instrument. No fragments fell inside the patient¿s anatomy. The instrument was inspected prior to use, and the damaged condition was noted at that time.